Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set reservoir leak event on (B)(6) 2024. Blood glucose levels were 250 mg/dl at the time of event. Patient changed the infusion set to address the event. No further information available.

Manufacturer narrative:
E1: (B)(6).